Event description:
The pt was bilaterally implanted with siltex saline devices on 3/20/96. Subsequently, it was noted that the left implant had deflated and there was a "bulge" in the lower left quadrant of the right device and both devices were removed on 7/9/97.